Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. A core lab review of the 45-day follow-up imaging identified a grade 1 device related thrombus. No corrective actions or diagnostic tests were performed.